Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary vessel resection in a laparoscopic lobectomy, there was bleeding all along the staple line. Manual suture was done to complete the case.